Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of stenosis/restenosis and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
This event was captured based on literature review. It was reported that the non-abbott drug eluting stent (des) was compared to all other des implanted in (B)(6) from (B)(6) 2009 to (B)(6) 2011. During 8,375 procedures, a total of 13,577 stents were implanted, of which, 4,832 were xience v stents and 4,832 were xience prime stents. Restenosis occurred in 235 cases and stent thrombosis occurred in 57 cases, respectively, in the total population at one year. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience v stent referenced is being filed under a separate medwatch report.